Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump black box data showed pump reboot events. The returned battery cap was able to attach securely to the pump. During testing, the pump powered on normally with functional auditory and vibratory features. It was observed that the keypad was unresponsive to user presses. The initial "power¿ complaint was unable to be adequately investigated due to the unresponsive keypad and to an inability to run the 24 hour basal program. The returned battery cap height and width were both within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.